Event description:
It was reported that during a wisdom tooth removal procedure, the bur skipped, it was also reported that there was no tissue damage to the pt and no change to the pt's outcome. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned for eval. The mfg records were reviewed and all specifications were met. The returned bur was measured where possible and all critical specifications were met. Replication testing was performed and the event could not be repeated. The investigation results indicate that the skipping is most likely caused by user technique.